Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the patient's ipg failed to establish communication with external devices and patient wanted the ipg on the opposite side. As a result, surgical intervention was undertaken wherein the ipg was explanted, repositioned and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.